Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room with high blood glucose of 485mg/dl and was treated with a manual injection. The customer mentioned that the insulin pump started to alarm button error after using a motor scooter. She also stated that she left it on the chair in the bathroom while taking a shower. The caller stated that her glucose level was high because she fell asleep during checking her glucose level every hour, and she was not able to use her insulin pump. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during the basic occlusion and prime tests due to moisture damage with the force sensor resistor. Unable to perform the occlusion and excessive no delivery alarm tests due to the motor error alarm. The device was also received with intermittent button response due to moisture damage to the keypad traces. Cracks to the case, reservoir tube lip and a scratched lcd window also noted.